Event description:
During a follow-up visit, noise was induced on the rv lead which led to hv charging via pocket manipulation. Noise was reproducible only with pocket manipulation. A problem with the header connection or lead was suspected. The device and lead remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.